Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while intending to input "75" (basic infusion mode), the user pressed an additional key and inadvently programmed "758". No further information was provided.